Manufacturer narrative:
The primary author is j l palmero-marti.

Event description:
It was reported in acta urologicas espanolas the results of a retrospective study comparing the safety and efficacy of thulium laser 150w and greenlight laser 120w for the treatment of benign prostatic hyperplasia. A 118 men underwent prostate vaporization (pvp) with greenlight 120w laser over a period of four years (start and end dates were not specified). The article reported the following postoperative complications from the pvp group 8 cases of acute urinary retention after bladder catheter removal. No further information available associated with specific patient details.